Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 90% stenosed target lesion was located in the severely calcified right superficial femoral artery. This 3mm x 40mm x 146cm sterling es monorail balloon was mentioned to have "ruptured before inflating." However, the device was removed intact from inside the patient. The procedure was continued with another manufacturer's balloon catheter. No patient complications were reported and the patient's status is good.